Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was incorrect; the customer was unsure of the cause. Customer's blood glucose level was 125 mg/dl. At the time of the report, the pump time was correct.